Event description:
It was reported that the home patient (hp) experienced recurrent bacterial peritonitis. On the day of the onset of peritonitis, the patient was hospitalized. The same day, the patient started treatment with cefepime (daily, IV and dose unknown). The patient was also treated with ancef (dose, route, and frequency unknown) while being in the hospital. The patient was hospitalized for ten days before being discharged. At the time of this report, the patient outcome was unknown. The pd therapy was ongoing. No additional information is available. This is report 2 of 3 for this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot number gd894667. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.